Event description:
Customer's mother called regarding the safety notice. Caller stated that her son had received over-delivery of insulin from the insulin pump three nights in a row. The insulin pump deliver max boluses. The over-delivery was within a three hour period. Caller upset because she receive a letter and not a phone call. Medtronic is not accepting responsibility. Caller will seek legal action. Her son is unable to continue with insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.